Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer's blood glucose was 75-76 mg/dl. The customer reverted to an alternate method of insulin therapy.